Event description:
Conversation with risk management at the hospital on december 9, 1993 stated that as far as they knew, "the pt was doing fine." Risk mgmt. Has also asked the physician to contact them if the condition of the pt changes.